Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/28/2026, it was reported that the patient experienced inaccurate cgm values. The day of the event, at approximately 8:00 pm the patient began experiencing symptoms of dehydration and dizziness, followed by loss of consciousness. Prior to the onset of any symptoms, the cgm reading would have been 9.0 mmol/l. The patient remained unconscious for five hours before regaining their senses, sustaining no major injuries from the fall other than bruises. No self-medication or treatment was done, but the emergency medical services (ems) was called. When the paramedics arrived, the cgm reading was 8.9 mmol/l, and the blood glucose reading was 9.7 mmol/l. The paramedics administered an intravenous treatment including antibiotics, and the patient was brought to the hospital. Upon arrival at the hospital, the patient was diagnosed with diabetic ketoacidosis and pneumonia. The patient continued to be treated with intravenous fluids and antibiotics. It is unknown if at the time of the loss of consciousness, the patient experienced a hypoglycemic event. At the time of the report the patient had been in the hospital for 5 days already and was still admitted for ongoing care. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics arrived, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.